Event description:
It was reported by the customer that a pyxis medstation system had a failed matrix drawer. Customer confirmed that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the matrix drawer had failed. A field service engineer was unable to replicate the problem on arrival since it resolved by customer. The system functioned as intended after the field service engineer troubleshooted the device.